Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a loss of therapy due to their ipg being inoperable. Reportedly, the ipg stopped charging approximately two years ago. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their ipg explanted and replaced. Effective therapy was restored post operatively.